Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the reload was defective and it misfired. The strewn staples were extracted from the patient cavity. The surgeon has to performed stomach resection in order to fix the staple line incomplete. The sleeve had to be altered to accommodate for the stapler misfiring. There was no patient injury.